Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the bag ripped at the seam and the appendix fell into the patient's cavity. The appendix was placed into a new bag. The surgical time was extended by 30 minutes and the patient was readmitted a few days after the procedure because of soft tissue infection.